Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a damaged power supply on the cobas integra 400 plus that produced "some sparks." The customer stated there was smoke but it was not excessive. The field service engineer (fse) visited the customer site and identified a burnt power supply. The fse replaced the power supply, the power control board and the damaged fuses. Afterwards, the fse performed calibration and quality controls which were acceptable. The analyzer is currently working properly. No adverse event occurred.

Manufacturer narrative:
The affected instrument was factory equipped with a previous type of power supply. A new power supply was made available in 2010. No information was provided to suggest the customer's power supply had been previously replaced. Possible root causes for the issue may be related to insufficient cooling of the power supply. Product labeling indicates the cooling ducts of the power supply should be cleaned regularly during preventive maintenance and the power supply fans should be replaced if they are over 3 years old. It is not known if the customer had performed this maintenance. A specific root cause for this event was not identified. Additional information was requested for investigation but was not provided.